Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. The first submitted log file contained data spanning from 23may2021 08:35:46 through 23may2021 10:50:34. The log file captured 223 low speed operations while the patient was supported by the power module. Low speed events as low as 4640 rpms were captured. The second submitted log file contained relevant data spanning from 25may2021 07:47:29 through 26may2021 01:08:00. The log file captured numerous pump-stop events while the patient was supported by both batteries and the power module. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of (B)(6). No other atypical events were captured. The pump was returned assembled with the driveline cut approximately 5.25¿ from the pump housing, and 9¿ and the severed portion, including intact distal end repair, was returned. The inflow conduit was not returned. The outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 22¿ of the external portion/distal-end of the driveline was returned for evaluation on 26may2021. Continuity and hipot testing were performed on the 22¿ portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The newly spliced area of the driveline and the repair appeared unremarkable. Examination of the driveline noted some breakdown of the braided shield on the severed portion of the driveline, approximately 5.75¿ to 6.75¿ from the pump housing. Upon removing the bionate and braided shield, inspection of the wires under a microscope confirmed damage to each wire¿s outer insulation that appeared consistent with abrasion against the braided shield 5.75¿ to 6.75¿ from the pump housing. The observed insulation damage included multiple breaches, exposing the inner conductors of all but the green wire. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of all the wires except green that would have resulted in an electrical short. Only the green wire passed current leakage testing in saline. If the exposed conductors of the damaged wires contacted the braided shield, the resulting electrical short would have caused the reported low speed and pump stoppage events while the system was operating on a grounded power source. The observed wire damage also would have allowed a phase-to-phase short while operating on external batteries or an ungrounded patient cable, resulting in the reported pump stops following the distal driveline replacement on 24may2021. All the observed wire damage appeared consistent with abrasion due to repetitive flexing of the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 08may2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-05236. It was reported that the patient was having controller fault alarms and low speed advisories prior to the controller exchange on 25may2021.

Manufacturer narrative:
Only a section of the driveline, the perc lead, was returned for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a suspected short to shield. Patient was placed on an ungrounded cable. Log file analysis captured low speed events and also some intermittent driveline fault events. Tech services inspected driveline and confirmed external areas of concern. There were no driveline faults active. The driveline was spliced approximately 3.5" from exit site beginning with red, brown, and green wires (all suspect in phase data). Switched over to driveline without issue. Spliced remaining three (3) wires and closed up site per procedure. Patient provided with care instructions.

Manufacturer narrative:
Section d9: the pump was returned on (B)(6) 2021. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured what appeared to be a controller exchange on (B)(6)2021 followed by multiple pump stop events while on battery power and the non-grounded cable for the remainder of the log. It was later reported that the pump started alarming after the driveline repair and controller exchange. In the operating room the previous night, the surgeon found the spot that was causing the issue and if it was bent one way the pump would stop and then when straightened out, the pump would start again. It was later reported that the patient underwent a pump exchange on (B)(6)2021.